Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unk. The pt had a reverse conical aortic neck; it was 23 mm at the renal arteries and 32 mm in diameter 20 mm below the renal arteries. The aortic neck was 35 mm in length with mild angulation. There was a ledge of calcification. Vessel morphology in the iliac arteries limbs was mild tortuosity and moderate calcification. (MFR report# 2953200-2011-01574) the stent graft was intentionally implanted 1 cm lower then the renal arteries due to the conical aortic neck. It was reported that there was a slight proximal type I endoleak proximal after modeling the stent graft with a balloon. The f/u CT performed a couple of days later revealed that there was a large proximal type I endoleak. The physician implanted a talent aortic cuff, but there was still proximal type I endoleak. (MFR report# 2953200-2011-01575) there were two palmaz stents were implanted which resolved the proximal type I endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (conical neck). Conclusion: (conical neck).